Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system did not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that a software error was identified during the startup process. To resolve the issue, the fse performed a complete reinstallation of the system software. After repairs the device returned to good working order. He codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.